Event description:
After an implantation period of approx. 55 months, oversensing on the ventricular channel was reported. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the available ICD data. The manufacturing processes for the ICD and the leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The available ICD data have been analyzed. The analysis confirmed the clinical observation. The lv pacing impedance showed values greater than 3000 ohms. Furthermore, noise signals were documented in all channels. Based on these observations, a damage of the leads cannot be excluded. However, the data showed no indication of an ICD malfunction. Should the leads become available for analysis, this report will be updated.